Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an adverse event that occurred on (B)(6) 2015. Patient stated that she charged the receiver and 20 minutes later she experienced a hypoglycemic event, losing consciousness for several hours. When patient awoke, there was a hardware error message displayed on the receiver. Patient reported that she could hardly speak and had a very low blood glucose level. Patient ate a biscuit and a friend took her to the hospital. When she arrived at the hospital, her blood glucose level was 7.2mmol/l. At the time of contact, the distributor did not report any further medical intervention. No additional event information is available.

Manufacturer narrative:
(B)(4). The distributor confirmed that a hardware error message was displayed on the receiver. However, the glucose readings log did not confirm the reported hypoglycemic event on the date of issue.